Event description:
On (B)(4) 2013, it was reported that high impedance was seen with this patient's device. No interventions were taken, and the patient was sent home. Follow-up showed that the patient came in for a routine check-up, and high impedance was noted. No patient manipulation or trauma was known to have preceded the event. The patient's device was not disabled. On (B)(4) 2013, system diagnostics were performed with results of high impedance (output status: low, current: 0.25 ma, impedance: high (> 10,000 ohms)). The patient was implanted in 2011 and was in an atv accident in (B)(6) 2012 where he sustained injuries to his face and clavicle. The patient was seen in the office a few times after the accident: the device was interrogated at these appointments but diagnostics were not run. The DHR for the generator and lead were reviewed on (B)(4) 2013. All functional tests were passed prior to distribution. Surgery is likely but has not taken place.

Event description:
Information was received on (B)(6) 2013. A referral letter dated (B)(6) 2013 indicated that the patient had 3-4 seizures since he was last seen. The previous night, the patient may have had two auras. The patient indicated that caffeine consumption may be the trigger, but the etiology of the triggers was unclear. The patient was tolerating vns stimulation at 1.25 ma, but a high impedance warning message was seen. The patient fell, and the physician wondered if the device was now loose and not properly attached. The surgeon's evaluation showed that high impedance was seen, and that the patient did not feel anything, suspecting a weak link. Additional information form the physician indicated that on (B)(6) 2012, the patient reported averaging 2-3 seizures per month, but it was unclear how long that was going on for. On (B)(6) 2013, the patient reported having 3-4 seizures since the (B)(6) 2012 office visit.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that all functional tests were passed prior to distribution. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that surgery had not been performed due to financial concerns. The patient was referred for a second opinion in regards to the reported high impedance. No known surgical interventions have occurred to date.